Manufacturer narrative:
Samples received: no samples available from customer but 12 units received from stock. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There were (B)(4) units in b. Braun surgical's stock when the complaint was received that were used in this analysis. Tightness test to the closed samples received from stock has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the (B)(4)): a 2.60 kgf in average and 2.20 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of (B)(4) / b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Incident: at the opening of the packaging the thread appear loose of its needle. Another thread with the same brand was used, the other was not kept. No clinical consequence.